Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that along with the previously reported issues during the replacement that the lead had also corroded in the implantable pulse generator (ipg) channel.

Event description:
Events regarding the difficulty removing the lead and the issue with no setscrew in the header block previously reported in regulatory report 3004209178-2015-10045 were determined to pertain to this implantable neurostimulator (ins).

Event description:
Additional information received reported that the patient had not had any issues since the case. She had been seen post-op with no complications.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 377760, implanted: (B)(6) 2006, product type: lead. Product ID: 97712, serial# (B)(4) implanted: (B)(6) 2015, product type: implantable neurostimulator, product ID: 377760, lot# v007201 implanted: (B)(6) 2006, product type: lead. Product ID: 97712, serial# (B)(4) implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 377760, lot# v007201, serial# implanted: (B)(6) 2006, product type: lead.